Event description:
The facility stated that the injector was sticking and would not advance the lens in the cartridge and the lens became stuck. The lens was not implanted. It is unk if there was a product malfunction.